Manufacturer narrative:
This report is submitted december 27, 2018. (B)(4).

Event description:
Per the audiologist, the patient experienced pain and a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device.